Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues related to the reported event. The probe detector printed circuit board (pcb), the front panel, and the illuminator were all replaced as a preventive measure. The system was tested and found to meet product specifications. The system manufactured on october 16, 2008. Based on qa assessment, the product met specifications at the time of release. The pcb detector and front panel were received for evaluation. A visual assessment of both pcbs did not find any obvious visual nonconformity. The unrelated illuminator was also received; however, it was not evaluated since it is unrelated to the reported event. The detector pcb was installed into a calibrated embedded laser module then installed into a calibrated system and booted up. There were no system messages generated upon boot up. The sample was then tested with no problems found. The front panel was tested separately per and found to meet specifications. Finally, both pcbs were tested together and verified to meet specifications. It cannot be determined if the tested samples are related to the reported event. Therefore, root cause of the reported event cannot be determined conclusively (B)(4).

Event description:
A customer reported that the laser on a system would not work before a procedure. No patient was involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed. (B)(4).